Event description:
Customer reported being hospitalized due to high blood glucose levels and dka, experienced symptoms of vomiting. Customer also having problems with "no delivery" alarms. Troubleshooting was performed and pump is returning for analysis.